Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Had to do a search and rescue, dig out tampon - vagina [foreign body in reproductive tract]. The tampon strings are short and thin strings are nothing of the past, had to do a search and rescue [complication of device removal]. The tampon strings are short and thin strings are nothing of the past [device physical property issue]. Case description: consumer reported via social media that the tampon string was short and thin, and she had to dig out the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Had to do a search and rescue, dig out tampon - vagina [foreign body in reproductive tract]. The tampon strings are short and thin strings are nothing of the past, had to do a search and rescue [complication of device removal]. The tampon strings are short and thin strings are nothing of the past [device physical property issue]. Case description: consumer reported via social media that the tampon string was short and thin, and she had to dig out the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to do a search and rescue, dig out tampon - vagina [foreign body in reproductive tract], the tampon strings are short and thin strings are nothing of the past, had to do a search and rescue [complication of device removal], the tampon strings are short and thin strings are nothing of the past [device physical property issue]. Consumer reported via social media that the tampon string was short and thin, and she had to dig out the tampon. No serious injury was reported.